Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device was in good physical condition. The customer reported problem was confirmed as the latch was defective. The latch will be replaced to solve the issue.

Event description:
It was reported that the device ¿does not detect the cassette. There was unknown patient involvement.